Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). Alinity I processing module, serial number (B)(6) was involved with falsely elevated alinity I stat high sensitivity troponin-I results. The instrument service history review revealed no additional complaints associated with discrepant results related to the customer complaint. A review of tracking and trending did not identify an increase in complaint activity for both the alinity system with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I generated from alinity I processing module. The customer provided the following data: sample ID (B)(6) initial result was 278.297 and repeat result was <2.7 (customer reference range <14.0 ng/l). Sample ID (B)(6) initial result was 277 and repeat result was <2.7. The patient's previous result from 3 hours prior was <2.7 ng/l. There was no reported impact to patient management.